Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer had blood glucose level of 263 mg/dl. Customer had weight loss surgery. Customer stated that the mios were bent. Customer declined troubleshooting for high blood glucose level and bent mio. The insulin pump will not be returned for analysis.